Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This is report 2 of 4. There was no report of patient impact. The following information was provided by the initial reporter: reported on malfunction - during or after use. Continued defective needles (product 305916, lot 2024137). Once the needle is connected to the vaccine syringe, nurses are unable to push the vaccine up to prime the needle. There seems to be a blockage. Today I had 18 defective needles for four clients (15 out of one box). Clients watching the nurse change the needle on the syringe multiple times so could be alarming to the client and optically damaging to the ahs safety image. Harm is possible to nurses changing so many packages and needles as a repetitive injury. There was no serious harm reported. The device is available for investigation.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This is report 2 of 4. There was no report of patient impact. The following information was provided by the initial reporter: reported on malfunction - during or after use. Continued defective needles (product 305916, lot 2024137). Once the needle is connected to the vaccine syringe, nurses are unable to push the vaccine up to prime the needle. There seems to be a blockage. Today I had 18 defective needles for four clients (15 out of one box). Clients watching the nurse change the needle on the syringe multiple times so could be alarming to the client and optically damaging to the ahs safety image. Harm is possible to nurses changing so many packages and needles as a repetitive injury. There was no serious harm reported. The device is available for investigation.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.